Event description:
It was reported by the consumer that while using the syringe 0.3ml 31g 6mm, that a clear liquid came out of needle, out of four syringes. The following information was provided by the initial reporter :  it was reported by the consumer that a clear liquid had came out of four needles. Date of event (B)(6) 2022 = 3 syringe. Sample status awaiting sample.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: customer returned (7) 3/10cc, 6mm, 31g relion syringes in an open poly bag from lot # 2010773. Customer states that a clear liquid comes out of needle. All returned syringes were examined and no liquid or any other foreign matter was observed in or on any of the returned samples. All samples were also tested and no foreign matter came out of the cannula of any samples when the plunger rod was fully depressed. A review of the device history record was completed for batch # 2010773 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported by the consumer that while using the syringe 0.3ml 31g 6mm, that a clear liquid came out of needle, out of four syringes. The following information was provided by the initial reporter :  it was reported by the consumer that a clear liquid had came out of four needles. Date of event unknown - from this box. Date of event 07-14-2022 = 3 syringe. Sample status awaiting sample.